Event description:
The pt was treated for a thoracic aortic aneurysm. The gore tag thoracic endoprosthesis was deployed without incident. Just after the device was deployed, anesthesiologist noticed the pt's blood pressure dropping. It was observed that the aortic arch was friable and had been torn during the procedure. The pt was opened mid sternum and tares were repaired using vascular grafts. Observation from the opened aortic arch showed that the device was properly placed and sitting well in the aortic arch. After the surgery, the pt was placed on a lung machine. The pt expired in 2006. Official cause of death is unk, the device remained implanted. The physician declines to provide further info.

Manufacturer narrative:
Unable to conduct a review of the mfg paperwork as lot serial number is unk. The device remained implanted in the pt.